Manufacturer narrative:
The insulin pump was received with operating currents within specific. The insulin pump passed self test, unexpected restart error test, basic occlusion and displacement test. Analysis was unable to prime the insulin pump during prime test due to loose /flush motor support disk. Analysis was unable perform occlusion test or excessive no delivery test due to prime anomaly. The insulin pump was received with scratched lcd window and with missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had anomaly. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump was returned for analysis.